Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding triathlon stem fracture was reported. The event was confirmed. Method & results: device evaluation and results: no material or manufacturing defects were found with the returned device. Medical records received and evaluation: not performed as no patient medical records were provided for review. Device history review: all devices accepted into final stock conformed to specification. Complaint history review: there have been no similar reported events for this lot ID. Conclusions: the exact cause of the event could not be determined because no patient medical records were provided for review. However, no material or manufacturing defects were found with the returned device. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that the patient was having pain. Presented for a knee revision. Once the knee was opened, surgeon saw femur was broken from the stem. Extracted stem and prepared femur for new stem and femur. Implanted new implants.

Event description:
It was reported that the patient was having pain. Presented for a knee revision. Once the knee was opened, surgeon saw femur was broken from the stem. Extracted stem and prepared femur for new stem and femur. Implanted new implants.